Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in a cranial procedure, their navigation system became unresponsive during navigate. In trouble-shooting, the navigation system was re-started and normal function was restored. Delay in therapy was 10 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.